Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/ noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that a lead integrity alert (lia) triggered and it was noted there was evidence of electromagnetic interference (emi) with the cardiac resynchronization therapy defibrillator (crt-d), along with pacing inhibition and oversensing of sensing integrity counter (sic). The emi was confirmed and suspected to be from a lifeline system the patient utilizes. The patient continues to be monitored via remote monitoring. The crt-d remains in use. No patient complications have been reported as a result of this event.